Event description:
It was reported that the anesthesia device was in sleep mode when the user tried to activate ventilation. The user pressed the man/spont button and confirmed his selection by pressing the rotary knob. Doing so the user changed mode from sleep mode to standby but did not activate ventilation and monitoring. The pt reportedly suffered a brain injury and add'l therapy was required. The user additionally stated that the reported event was caused by a human error and that the fabius plus did not contribute to it.

Manufacturer narrative:
The electronic log file was available for investigation. The log does not contain relevant entries in context with the reported event. The reported course of events was simulated on a lab device. In case the fabius is in standby for more than 2 mins and 30 seconds w/o user interaction it will automatically switch to sleep mode. During sleep mode, a text is displayed which describes that the user only needs to press any button to get back to standby. This also includes the man/spont button. Based on the given info, the user pressed "man/spont" while the device was in sleep mode. As a consequence, the fabius returned to standby. On the standby screen, it is clearly described how ventilation needs to be activated. According to the select-confirm-principle which implemented in all draeger devices, the user needs to select a ventilation mode (e.g. "Man/spont") and then press the rotary knob to confirm the selection. In this particular case, the user only pressed the rotary knob because, he did not realize that pressing man/spont only woke up the fabius from sleep mode. The general operation concept of the fabius plus including the sleep mode functionality is described in the instructions for use. The currently valid mode is displayed on the fabius screen at any time the affected fabius was tested by draeger service on site w/o any findings. Ther was no device failure.